Event description:
Boston scientific crm received information that this lead had unstable shock impedance measurements. Shock impedance measurements were between 40 and greater than 125 ohms. Test shocks were performed, and shock impedance measurements were within the normal range. A boston scientific technical services consultant recommended a system revision. A revision procedure was performed and the device was explanted. During the procedure, the related lead was tested, and lead impedance values were normal. Initial analysis of the associated device indicated a lead malfunction may have occurred. No adverse patient effects were observed.

Manufacturer narrative:
The available information suggests the lead remains in service with no further complications. This report will be updated once additional information becomes available.